Manufacturer narrative:
The manufacturer previously reported a ventilator failed test steps during testing and contamination of the device was observed. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issues.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device was found to be contaminated with dust. The device is currently still being evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.